Event description:
It was reported that there was a possible lead fracture. The lead was to be explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, that the criteria for the right ventricular lead integrity alert were met, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.